Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection with erosion were known inherent risk of device. Analysis of the returned product was not able to provide relevant information for infection-related allegations.

Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection and erosion. There were no additional adverse patient effects reported. The right atrial (ra) lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection with erosion were known inherent risk of device. Analysis of the returned product was not able to provide relevant information for infection-related allegations.

Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection and erosion. There were no additional adverse patient effects reported. The right atrial (ra) lead was explanted.